Event description:
The facility's biomedical engineering department reported the pump to turn on and off by itself. Info was not provided regarding whether or not the device was in pt use when the reported condition occurred. Although attempts were made to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, or medication involved. No additional contact info was available.